Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for four pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory for one of the four pts. It is unk if there was any affect to pt treatment. Repeat analysis was performed with another methodology. The test results were within the normal range. No reports of death or serious injury as a result of this event. This is event 2 of 4 reported by this customer. Affect to pt treatment is unk. MDR was filed for each of the four pts.

Manufacturer narrative:
On (B)(4) 2009, the field service engineer (fse) evaluated the analyzer because the customer could not obtain a successful calibration of the troponin assay. The fse found that the sample pipettor wash tower had overflowed and substrate was failing on the system check. The fse cleaned the wash tower and replaced the substrate probe. Repeated the system check and ran a small precision run. All testing met specifications. On (B)(4) 2009, another fse evaluated the analyzer after the customer reported the erroneous troponin results. The fse replaced the peri-pump tubing. Performed the system check and high sensitivity system check and both passed within specifications. The troponin assay continued failing calibration on pipettor #4. Fse disabled the pipettor and moved the troponin assay to pipettor #2. On (B)(4) 2009, fse determined that pipettor #4 precision pump was the root cause for this event. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This is event 2 of 4 reported by this customer for four pts. This MDR is related to the following mdrs report: 2122870-2011-03965, 2122870-2011-03967, 2122870-2011-03968.